Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the son was having an issue with the device since it was no longer working. The caller was transferred to patient services where it was stated that the ins battery was dying (¿not working as well¿ for the patient) and the patient¿s symptoms were returning. The caller stated that they had been noticing a return of symptoms gradually in the last 2-3 months. The caller was previously at the clinic with the patient and thought they didn't need the ins, so the hcp turned the ins off. The caller stated that when they did that it was ¿horrible.¿ it was believed that was in reference to the patient¿s symptoms when turning off the ins. It was then confirmed that during the call the ins was on but the patient¿s symptoms were returning. It was recommended to follow up with the hcp to have the device checked.